Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the forceps channel could not be identified and a definitive root cause of the reported issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and it could not be determined if the facility device reprocessing was implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation it was found that foreign material of unknown origin was oozing from the biopsy channel due to insufficient cleaning. Additional evaluation findings were as follows: the electrical safety checks by using electromagnetic compatibility test (emt) / maximum permissible exposure (mpe) tester failed, the light guide cover glasses was cracked (3x), the charge-coupled device glasses has sharp edge, cracked, discoloration, scratched (snag), the distal end cap was cracked, dented, missing, stained, the bending section cover was chipped, the bending section was distorted, crushed, sunken folds, the insertion tube and protector has insulation chemical damage, delamination, surface damage, staining, buckle, peel-off, cuts, and flexibility issues, the condition of buttons 1-4 and button 5 were split, damaged and failed, the specified angle and orientation was not achieved found torn, there was dust, scratch, stain and lack of image due, the air/water cylinder, the suction cylinder both were damaged, worn, and corroded, the universal cord has a scratch, and uneven illumination. It is most likely the defect was caused by a user handling/user mishandling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera lll colonovideoscope had no specific issue. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material of unknown origin was oozing from the biopsy channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.